Manufacturer narrative:
This event occurred in (B)(6). Investigations are ongoing.

Event description:
The initial reporter questioned results for 2 patients tested for cobas hba1c test on a cobas b 101 instrument compared to an outsourced laboratory using the enzymatic analysis method. Based on the data provided, the results for 1 patient were discrepant. The result from capillary sample on the b 101 instrument was 7.8%. The result from an edta sample on the b 101 instrument was 7.5%. The outsourced laboratory result was 7.1%. There was no allegation that an adverse event occurred. The b 101 instrument serial number was not provided.

Manufacturer narrative:
The reagent discs were requested for investigation, however, the reagent discs are no longer available to return. Ten blood samples were tested with retention material b101 hba1c test disc lot 834042-01 on a b 101 instrument vs. The tosoh g8 internal reference method. Retention material results showed no issues. All results fulfill the specification. Retention material using retention cobas b101 instrument showed no hba1c deviation from tosoh g8.